Manufacturer narrative:
Final analysis found burn damage on the printed circuit board of the printer. The burned area was fully contained within the housing of the programmer and posed no risk of exposure to the patient or user.

Event description:
This report is to advise of an event observed during analysis.